Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in the renal artery. The 2mm x 20mm x 142cm coyote es balloon catheter as advanced to the lesion. The balloon was inflated but ruptured on the first inflation at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).